Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal baclofen 2000mcg/ml via an implanted infusion pump. The hcp injected 40ml into what he thought was a 40ml pump then believed that it was a 20ml pump so he wondered where the drug went. It was unknown if imaging was being performed to determine pump volume or if the reservoir could be accessed. Follow-up was being conducted to obtain patient information, drug details, symptoms, troubleshooting, actions and outcome.

Manufacturer narrative:
Updated with event identifier pending follow-up for patient information.